Event description:
Material no. 324909 batch no. 5180840. It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle a translucent liquid is inside of barrel of syringe prior to injection. When she injected, it stung going into site. She mentioned issue to endocrinologist but he did not seem concerned. The following information was provided by the initial reporter: consumer reported finding liquid inside barrel of syringe prior to injection. Described it as "translucent". Stated some of the liquid went into her vial and when she injected, it stung going in to site. Stated she did mention it to her endocrinologist but he did not seem concerned. Sending in un-used samples. Lot: 5180840, item: 324909. Occurrence date unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 5180840 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 324909, batch no. 5180840. It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle a translucent liquid is inside of barrel of syringe prior to injection. When she injected, it stung going into site. She mentioned issue to endocrinologist but he did not seem concerned. The following information was provided by the initial reporter: consumer reported finding liquid inside barrel of syringe prior to injection. Described it as "translucent". Stated some of the liquid went into her vial and when she injected, it stung going in to site. Stated she did mention it to her endocrinologist but he did not seem concerned. Sending in un-used samples. Lot: 5180840, item: 324909. Occurrence date unknown.